Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump was not priming the tubing during the load step. In addition, it was reported that the prime box was empty after priming, however, this issue does not impact insulin delivery to the patient. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01-feb-2019 with the following findings: review of the black box data revealed multiple records of loss or prime with zero force. On investigation, the pump powered on and rewind, load and prime steps were successfully performed. The force sensor was evaluated and found to be operating within specifications. The pump was exercised for 12 hours without loss of prime occurring. Investigation did not duplicate the complaint.